Event description:
Concerns noted with bovie conducer pads. Noted that gel is peeling off pads exposing metal. All bovie pads need to be checked prior to start of case to be sure that gel is adequately on the pad. Will open medwatch. Ops manager, supply chain, logistics manager are all awake. No patients have been effected.